Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after unpacking the electrode, a foreign material was noted on the needle extremity. No other issues were visible with the electrode. The procedure was completed with another leveen coaccess electrode system.there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after unpacking the electrode, a foreign material was noted on the needle extremity. No other issues were visible with the electrode. The procedure was completed with another leveen coaccess electrode system.there were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found no foreign material on the extremity of the needle. Additionally, no residue was present to indicate use. Functionally, the array was able to be extended and retracted without issue. When extended, one of the array's tines was slightly disfigured.the condition of the returned incident device showed no evidence of the alleged issue. The complaint was not confirmed.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)